Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a cranial biopsy procedure. It was reported that the biopsy needle would not aspirate the sample. Bubbles were appearing in the syringe indicating a leak in the system. Troubleshooting included making sure the cutting window was open, making sure the connections were tight, cutting the tube to see if this was an issue with the connection of the syringe, and aspirating water to see if bubbles arose which they did not. It was suspected it did not have bubbles due to the extra resistance of the brain tissue that air can enter through a crack or improper seal. The nurse took another unit, and it worked. There was extra insertions of the biopsy needle. There were no complications reported, but the needle had to be inserted through brain matter more than times than necessary if the device worked properly. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
H3, h6: the biopsy needle, lot number: unknown, was returned and analyzed. The returned biopsy needle had no apparent physical damage and had normal tracking. There was no problem found. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.